Event description:
Report received from (B)(6) stated: "the cutter used in performing a vitrectomy procedure, did not cut the vitreous properly. It was aspirating well, but the cutter was intermittent. It seemed to reflux continuously and without being activated. The surgeon completed the procedure without any unwanted outcome to the pt. No sample available for eval."

Manufacturer narrative:
The device was disposed by the facility therefore no eval can be performed. The sterilization and lot history records were reviewed and found to be acceptable.